Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional information becomes available it will be reported on a supplemental report.

Event description:
Patient's wife reported via e-mail addressed to stryker osteosynthesis that "last year my husband had surgery for a broken leg. The doctors implanted a s2 femoral nail. A week ago the femoral nail broke and my husband was revised with a new implant. At the time of operation his weight was (B)(6). Now his weight is (B)(6)."